Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: d2, d4, g1, g3, g6, h1, h2, and h6. As reported, the material of a 5f mynx control vascular closure device (vcd) started to shear off when attempting insertion of the device. There was resistance/ friction experienced when attempting to advance the vcd into the sheath introducer. The device was removed and replaced with another mynx to complete the procedure. There was no harm to the patient. The vcd was used in an interventional radiology procedure for angiography for limb ischemia. No excess force was used at any time while using the device. The device was stored and prepped according to the instructions for use (IFU). The deployer was trained by a mynx certified sales representative. The vcd was used with a 5f non-cordis sheath. The procedure used a retrograde approach. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. The vessel had little to no tortuosity. There was no presence of pvd or calcium in the vicinity of the puncture site. There was no damage noted to the packaging or device prior to use. The device was not returned for analysis. However, four pictures related to the reported failure was received for analysis. Pictures #1 and #3 show the unit inside of a plastic bag. The pictures are focused on the distal section of the device, and it could be observed that the sealant is at manufacturing position and exposed to blood and not swelled. In addition, a kink at sealant sleaves section could be noticed. Blood residues can be observed. Pictures #2 and #4 show the inner label and bar code label (respectively) of the product. No other anomalies of the product were noted with the attached pictures. A product history record (phr) review of lot f2305301 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported events of ¿mynx control system-separated¿ and ¿mynx control system- resistance/friction with csi¿ could not be confirmed through analysis of the pictures received. The exact cause of the issues experienced by the customer and condition of the device could not be conclusively determined. Based on the information available for review, it is not possible to determine what factors may have contributed to separation reported by the customer as this condition was not noted in the received images. However, since the images of the device showed a kinked/bent condition of the sealant sleeves, it¿s likely this condition led to the resistance/friction with the csi reported; and this kinked/bent condition likely occurred due to handling factors. It should be noted that the mynx control device is manufactured with the sealant sleeve assembly at the distal end of the catheter cartridge tubing. The sealant sleeve assembly is assembled with 2 side slit overlapping sleeves. The slits are designed to decrease unsheathing force and increase deployment reliability. The sealant is placed right under the sealant sleeve assembly and is protected by the sealant sleeve assembly from being exposed prematurely. If the sealant sleeve is damaged/kinked during handling or device insertion into the sheath, this could obstruct the device path and prevent the device from being inserted into the procedural sheath. Refer to the diagram of the mynx control vcd within the IFU displaying the sealant sleeve with slit. As warned in the IFU, which is not intended as a mitigation, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ additionally, the IFU states ¿step 1: position balloon, insert the mynx control vcd into the procedural sheath through the sheath valve. Advance the catheter until the sheath catch nears the hub of the sheath. Rotate the sheath catch as needed to hook onto the side port of the procedural sheath.¿ neither the phr review nor the picture analysis suggest that the issues experienced by the customer could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, the material of a 5f mynx control vascular closure device (vcd) started to shear off when attempting insertion of the device. There was resistance/ friction experienced when attempting to advance the vcd into the sheath introducer. The device was removed and replaced with another mynx to complete the procedure. There was no harm to the patient. The vcd was used in an interventional radiology procedure for angiography for limb ischemia. No excess force was used at any time while using the device. The device was stored and prepped according to the IFU. The deployer was trained by a mynx certified sales representative. The vcd was used with a 5f non-cordis sheath. The procedure used a retrograde approach. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. Was the vessel diameter was verified to be greater than or equal to 5 mm in diameter. The vessel had little to no tortuosity. There was no presence of pvd or calcium in the vicinity of the puncture site. There was no damage noted to the packaging or device prior to use. The device was returned for evaluation as previously expected, and a picture was also provided for analysis.

Manufacturer narrative:
This device was returned for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, the material of a 5f mynx control vascular closure device (vcd) started to shear off when attempting insertion of the device. There was resistance/ friction experienced when attempting to advance the vcd into the sheath introducer. The device was removed and replaced with another mynx to complete the procedure. There was no harm to the patient. The vcd was used in an interventional radiology procedure for angiography for limb ischemia. No excess force was used at any time while using the device. The device was stored and prepped according to the IFU. The deployer was trained by a mynx certified sales representative. The vcd was used with a 5f non-cordis sheath. The procedure used a retrograde approach. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. Was the vessel diameter was verified to be greater than or equal to 5 mm in diameter. The vessel had little to no tortuosity. There was no presence of pvd or calcium in the vicinity of the puncture site. There was no damage noted to the packaging or device prior to use. Four images were submitted for analysis. Images #1 and #3 show the unit inside a plastic bag. The images are focused on the distal section of the device, and it could be observed the sealant is in the manufacturing position, exposed to blood and not swelled. Additionally, a kink to the sealant sleaves could be noticed. Bloody residue can be observed. Images #2 and #4 show the inner label and bar code label of the product and the following information can be read: lot# f2305301, catalogue# mx5060 and use by date# 2025-02-28. No other anomalies of the product were noted during the photo analysis. A non-sterile ¿mynx control vcd, 5f¿ was subsequently returned for analysis. Visual inspection revealed button 1 and button 2 were not depressed with the stopcock set in the open position. Neither the syringe nor the procedure sheath was returned for analysis. The sealant remained in the manufacturing position swelled by the blood saturation. The sleeves presented with a kinked condition. Due to this condition, the sealant is visible in the slit of the sleeves, which completely cover it. The sealant is not exposed. No damages or anomalies on the atraumatic wire were observed. The slit length could not be verified due to the kinked condition. Simulated insertion/withdrawal into a previously flushed lab sample csi test was performed. The device presented with an impeded condition (could not be inserted into the lab sample csi) due to the kinked condition of the sealant sleeves. Visual inspection at high magnification using a vision system confirmed the kinked/bent condition to the sealant sleeve assembly. The sealant remained in the manufacturing position swelled by the saturation of blood. Due to this condition, the sealant is visible in the area of the slit of the sleeves, which completely cover it. A product history record (phr) review of lot f2305301 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The complaint reported by the customer as ¿mynx control system~separated¿ was not confirmed, the unit did not present with a separated condition. The complaint reported by the customer as ¿mynx control system resistance/friction with csi¿ could not be confirmed because the kinked condition on the sealant sleeves of the device prohibited it from being inserted inside the lab sample csi. The exact cause of the kinked condition on the sleeves could not be conclusively determined during the evaluation. Procedural factors and handling processes may have contributed to the failure. Users are trained to inspect for signs of damage prior to and during use. Any product with damage is not to be used. Information for safety is provided in the products labeling with the intent to make the user aware of the risks. According to the instructions for use (IFU), although not intended as a mitigation of risk, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ based on the information available and the phr review, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.

Manufacturer narrative:
A product history review is expected but not yet available. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the material of a 5f mynx control vascular closure device (vcd) started to shear off when attempting insertion of the device. There was resistance/ friction experienced when attempting to advance the vcd into the sheath introducer. The device was removed and replaced with another mynx to complete the procedure. There was no harm to the patient. The vcd was used in an interventional radiology procedure for angiography for limb ischemia. No excess force was used at any time while using the device. The device was stored and prepped according to the IFU. The deployer was trained by a mynx certified sales representative. The vcd was used with a 5f non-cordis sheath. The procedure used a retrograde approach. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. Was the vessel diameter was verified to be greater than or equal to 5 mm in diameter. The vessel had little to no tortuosity. There was no presence of pvd or calcium in the vicinity of the puncture site. There was no damage noted to the packaging or device prior to use. The device was not returned for evaluation as previously expected, however picture was provided for analysis.

Manufacturer narrative:
This report is related to the medwatch submitted by the initial reporter - MDR report #: mw5117258. A product history review is expected but not yet available. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the material of a 5f mynx control vascular closure device (vcd) started to shear off when attempting insertion of the device. There was resistance/ friction experienced when attempting to advance the vcd into the sheath introducer. The device was removed and replaced with another mynx to complete the procedure. There was no harm to the patient. The vcd was used in an interventional radiology procedure for angiography for limb ischemia. No excess force was used at any time while using the device. The device was stored and prepped according to the IFU. The deployer was trained by a mynx certified sales representative. The vcd was used with a 5f non-cordis sheath. The procedure used a retrograde approach. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. Was the vessel diameter was verified to be greater than or equal to 5 mm in diameter. The vessel had little to no tortuosity. There was no presence of pvd or calcium in the vicinity of the puncture site. There was no damage noted to the packaging or device prior to use. The device is being returned for evaluation.